Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle came out of the hub and they had to dig it out of the calf (cow).

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the needles were inspected for pull testing of cannula below specification. The lot met all defined acceptance requirements and was released. One box of unused samples was received for evaluation. The samples were visually, dimensionally, and functionally tested per procedure; no issues were found. A photo was also provided. A review of the provided photo confirmed the reported issue. A 6m root cause investigation was conducted and reviewed multiple contributing factors, however based on available information, the exact root cause could not be determined as there were no anomalies found during a review of the DHR, maintenance records or process monitoring data. Furthermore there was no evidence of any systemic failure of the manufacturing process. Based on all available information, the initiation of a corrective and preventive action (CAPA) is not required at this time. This complaint will be used for tracking and trending purposes.